Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's button was sticking. The customer's blood glucose value was unknown. The customer stated that the insulin pump had rejected new batteries, random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connect. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, failed batt test alarms due to unresponsive button.